Event description:
It was reported that the patient presented to the cardiac cauterization laboratory. An echocardiogram revealed that the patient had pericardial effusion and suspected lead perforation. A pericardiocentesis was performed and the right ventricular (rv)and right atrial (ra)lead were explanted and replaced. The patient was stable prior to, during and after the procedure.

Manufacturer narrative:
A complete lead was returned for analysis with the helix retracted and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The specification measurement, including helix extension length and tip stiffness test, electrical testing, visual and x-ray inspection of the lead were normal with no anomalies found.